Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were two drains placed in the patient same time at different sites during the same spinal fusion procedure? ¿no information. Was the drain removed from the patient and replaced with another one on (B)(6)? ¿no information. Did the drain #2 had air leakage and was damaged on (B)(6)? ¿yes. Was the drain removed from the patient and replaced with another on (B)(6)? ¿no information. Or was only one drain ¿drain #1¿ used on (B)(6) for this procedure and replaced with another one 'drain #2' after leakage was found on it? ¿no information. How was the case completed on (B)(6) after drain #2 was found with air leakage? ¿no. Information. Was drain #2 replaced with a third drain to complete the case? ¿no information.. Was the patient brought back to operating room to replace the drain? ¿no information. Please explain what was done? ¿no information.

Event description:
It was reported that the patient underwent a posterior spinal fusion on (B)(6) 2017 and the drain was implanted. On (B)(6) 2017, an air leak was observed. Then, when the drain was checked by running physiologic saline through the drain, it was found that the drain had been damaged. There were no adverse patient consequences reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.